Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: the initial test on (B)(6) was 344.1 pg/ml. The patient had another blood test at an outside hospital that day and the result was <10 pg/ml. The original tube was retested on (B)(6) and was 0.7 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75085ud01. A review of the device history record did not identify any non-conformances or deviations with lot 75085ud01 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 75085ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. In this case, the review identified individual clot results that exceeded acceptable thresholds which suggests a sample integrity issue with the original sample. Based on this investigation, the architect stat high sensitive troponin-I reagent, lot number 75085ud01 is performing as intended. No systemic issue or deficiency with the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer reported falsely elevated architect stat highly sensitive troponin-I and provided the following data: the initial test on (B)(6) was 344.1 pg/ml. The patient had another blood test at an outside hospital that day and the result was <10 pg/ml. The original tube was retested on (B)(6) and was 0.7 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number: 03p25-74 that has a similar product distributed in the us, list number: 2r98, with 510k/PMA/bla number: k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.